Event description:
Surgeon set up to do ubt. On testing balloon, prior to insertion in pt, the balloon did not hold pressure. Machine indicated pressure down. New balloon opened and used (no problems).